Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported bad fluoro image quality and stated that the focus replacement was not functional. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, customer service reports, system history, log file analysis, and cc-part analysis. The investigation of the returned x-ray tube showed that one of the two foci was defective. The small focus of the x-ray tube had touched the focal head. A focus failure is the typical cause for an x-ray tube to fail. The focus and filaments are the typical wear parts and limit the lifetime of the x-ray tube. When the user attempts to release x-ray after the focus has failed, the system detects the failure and aborts the scene. After 3 repeated attempts, the system switches over to the next larger focus automatically. The usage of the larger focus results in a moderate impact in the image quality (spatial resolution / sharpness). The analysis of the log files showed that the large focus was still available and the system switched to the large focus. The procedure was finished on an alternative system. After exchange of the x-ray tube the system works as intended and the error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.